Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. The customer detected that reference images where the isocenter position does not correspond to the image center were not correctly handled by the system.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. The offset may have an incorrect value in case a clipped drr is used for pt positioning. The complaint behavior may potentially result in a serious injury (dose to wrong location) if the incorrect offset is applied for several fractions. Probability: c (remote). Our workflow recommends using the clipping function for drrs to enhance the image quality during fusion of the images if required. It is possible to detect the issue when the electronic reticle is used to complete with the burned in reticle of the drr. An update instruction (B)(4) was issued as an initial corrective action. Final corrective action is pending further investigation of this product problem. No other products are concerned.